Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant had totally gotten rid of the burning in the patient's legs, but the burning/shooting down the legs had started again. The patient stated the issue began popping in and out, and they can lay down, and it starts, so they thought something was going on. Patient services reviewed options of using the programmer to try different groups/program settings to see if the current programming options could help with the change in therapy however the patient did not have the programmer at the time of the call. The patient was directed to their healthcare professional. No device issues were reported. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that patient stimulation is not working well, she is having the burning in the down back of her legs and health care professional (hcp) told her to call manufacture. Patient stated she recently has fallen twice in the last month. No further patient symptoms or complications were reported in this event.